Event description:
It was reported that the pneumatic hose of the device had a hole. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose had a hole in it. The hose assembly was replaced, and the device was returned to the user facility.